Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated the confirmed the date already when they met with the patient. Rep stated meeting with patient for reprogramming was for generalized reprogramming. Rep does not know the intensity settings of group a at the time. Rep was asked to clarified if pt felt stimulation after changing to group a and while on group a. Rep stated they probably started on another program with group a but turn down stimulation to 0 so the patient doesn't shock themselves when switching groups. They do not know when a rep will be meeting with the patient. Have not heard from the patient. No plans to meet. No additional information provided.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient thought their stimulation was not working well.  The pt could not recall when they first noticed this stimulation issue. They met with a manufacturer representative (rep) on march 17th or march 18th for reprogramming.  The rep changed the active group from group b or group c to group a.  The pt reported they then went on a cruise on march 22nd, and while on the cruise they "were not able to use their controller because it was defunct".  The pt had tried taking the battery out of the controller 2-3 times and putting it back in the controller, but "it wouldn't work".  Patient services asked the pt to clarify in what way the controller was not working, and the pt explained they were at the "same setting today as they were when they got on the ship".  They stated they could usually lean back with their back and feel the stimulation vibrating, but the stimulation wasn't on.  Based on this information, it appeared the pt was not reporting a controller issue but a stimulation issue. Pss assisted the pt with turning stimulation back on.  They confirmed the controller charge was at 80% and the ins charge was at 90%.  The pt was in group a with programs 1, 2, 3 and 4 and all of these programs were set to an intensity of 0.   The pt denied changing the intensity settings manually.  The issue was not resolved, so the pt was redirected to their doctor to further address the issue.

Event description:
Additional information was received from the patient. It was reported that the patient called back stating they had an episode a couple months ago and they ended up working with a medtronic rep to get it to work. Pt said they had 3 options and all the intensity levels were at 0. Then about a week ago programs 1,2,3,4 all went to 0 intensity again. Pt had suffered the last week to week and a half. Pt set programs 1 through 4 at 5.3 intensity and the pt wanted to know what to have the intensity set to for they did not want to do it wrong since they were in a lot of pain. Agent informed pt they could continue to increase intensity until they felt relief. Or they can call their hcp/rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.